Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor exhibited a pulse reset during incoming functionality testing, specifically detect and treat testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement (B)(4) was approved by FDA on (B)(6) 2015. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, a patient's monitor failed incoming functionality testing.